Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the lead exhibited high impedance and high threshold over the past several weeks. Clavicular crush and fracture was suspected. The lead was capped and replaced on (B)(6) 2018. The patient was in a stable condition.